Event description:
It was reported that the laser displayed an error message, indicative of a system malfunction. The laser was in use with a pt under anesthesia at the time of the event. The customer indicated that they were able to reboot the system but could not clear the error. It is unk how the case was completed or if the case was aborted. There was no report of a pt injury, however the MFR is filing this as surgical intervention as an add'l surgery may be scheduled as a result of the incompletion of the case.